Manufacturer narrative:
The device has not been returned to the MFR for analysis; therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot nuber and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Therfore, based on the information available and due to the unavailability of the device. No conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. Due to the legal nature of this incident all future correspondence/investigation and follow-up will be conducted by the MFR's legal department. The MFR is now closing the file on this event.

Event description:
On 02/24/1998, the manufacturer's representative was notified by the patient's attorney of a report which states the following; patient had an implant by her physician on 06/09/1997. Thereafter, the implant mechanism that was manufactured and distributed by facility came apart and part of the implant fell into the heart chamber. This resulted in emergency surgery on 08/29/1997. On 09/08/1997 another implant surgery was necessary. The device has not been returned to the manufactuer; however, the manufacturer's sales representative is presently trying to receive the actual device so that device evaluation could be performed. No further details are available at this time.